Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and systemic lupus erythematosus ('autoimmune diagnosed: lupus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's concurrent conditions included cervical dysplasia and uterine pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), irritable bowel syndrome ("gi conditions/ibs"), alopecia ("hair loss"), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), abdominal pain lower ("lower abdomen pain") and complication of device insertion ("complications or problems that occurred at the time of essure placement procedure: yes") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, systemic lupus erythematosus, pelvic pain, abdominal pain, menorrhagia, hypersensitivity, bladder disorder, urinary tract disorder, fatigue, irritable bowel syndrome, alopecia, weight decreased, cystitis, urinary tract infection, vaginal infection and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, complication of device insertion, cystitis, fallopian tube perforation, fatigue, hypersensitivity, irritable bowel syndrome, menorrhagia, pelvic pain, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal infection and weight decreased to be related to essure. The reporter commented: received treatment for lupus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. New events: infection bladder, urinary tract infections, vaginal infection, lower abdomen pain, complications or problems that occurred at the time of essure placement procedure were added. Events: gi conditions type were updated ibs. Medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and systemic lupus erythematosus ('autoimmune diagnosed: lupus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), systemic lupus erythematosus (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, menorrhagia, hypersensitivity, systemic lupus erythematosus, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, fallopian tube perforation, fatigue, gastrointestinal disorder, hypersensitivity, menorrhagia, pelvic pain, systemic lupus erythematosus, urinary tract disorder and weight decreased to be related to essure. The reporter commented: received treatment for lupus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received - case become incident. Previously reported event injury nos was removed. New events perforation: fallopian tubes, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), hypersensitivity, autoimmune diagnosed: lupus, bladder problems, urinary problems, fatigue, gi conditions, hair loss, weight loss and device monitoring procedure not performed were added. Essure indication, insertion date and removal date were added. Patients date of birth were added. Consumer address were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.